Manufacturer narrative:
Depuy synthes mitek is filing this report due to discovering on (B)(6) 2015 that the procedure was extended over thirty minutes. Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Buttons fall down during surgery. The following additional information was provided by the affiliate via email on (B)(6)-2015; the procedure was a meniscus fixation, normal technique. The button fell out of the implant tube before operative use, while pushing the loading button on the omnispan gun (it¿s for all included articles). They completed the operation with the omnispan implants which were ok and did not fall out while loading the gun. This failure extended the procedure time greater than 30 minutes. See associated medwatch #"&apos;s" 1221934-2015-00891, 1221934-2015-00892, and 1221934-2015-00893.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A root cause could not be determined at this time. A batch record review for the reported lot has been and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Therefore, at this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Buttons fall down during surgery. The following additional information was provided by the affiliate via email on 7-20-15; the procedure was a meniscus fixation, normal technique. The button fell out of the implant tube before operative use, while pushing the loading button on the omnispan gun (it's for all included articles). They completed the operation with the omnispan implants which were ok and did not fall out while loading the gun. This failure extended the procedure time greater than 30 minutes. See associated medwatch #'s 1221934-2015-00891, 1221934-2015-00892, and 1221934-2015-00893.